Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the customer had a bravo capsule which failed to attach, no harm was caused to the patient and a repeat procedure was performed. It was reported no intervention was necessary to correct an injury and nothing unusual about the patient or the procedure which led to the incident. Prior to the procedure an endoscopy was performed and the esophagus appeared to be normal. The physician has been performing the bravo procedure for 5 years, and was trained by a given representative. The vacuum source used was a medela pump and the pressure before the procedure (with finger and without) was 550 mmhg. No lubricant was used to facilitate the capsule placement and the patient did not suffer from any adverse event during the procedure. The delivery system and the capsule will be returned to given. The physician is not clear to what caused the failure to attach.